Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that patient said their procedure ended them up in the hospital and it did not go very well. The patient stated that after the procedure their blood pressure had increased so they had to go to the hospital.